Manufacturer narrative:
Summary: according to the surgeon cs29, after pc displayed firing complete, dlu sounded and acted normally and after pulling out stapler, opened to check tissue cut rings, the dlu cartridge broke and separated. It appeared that the posterior side of the staple line developed fully without any staples on the anterior side. After using the following: rigid sigmoidoscope, laparoscope and under direct visualization, there were not any staples anywhere around the anastomosis, stuck in the doughnuts and or left behind in the lumen. Upon removal of dlu trans anal and after opening the anvil to check the doughnuts, the dlu came apart (silver cartridge separated from blue retainer that connects to the flex shaft 2). Uncertain as to why. After seeing the dlu come apart, performed betadyne enima/test to see that we had secure anastomosis at which time the leak (introp) we seen and surgically repaired by opening the pt with small incision. Upon analysis, the cs29 anvil was not returned for analysis. The anvil provides info on staples formation, presence of staples, the depth of the knife penetration and any evidence of partial cut or malformed staples, the cs29 separated between the sleeve housing and the proximal housing cs29 was reassembled with the same components and new anvil was attached to the trocar. Bonding material was not applied inside, between housing sleeve and the proximal housing. Cs29 was attached to fsii; it calibrated, opened, closed into four layers of red colon foam, and fired acceptable staple formation. The cs29 will not separate during firing sequence because trocar and the anvil are held together even without bonding material, between the sleeve and proximal housing. From the information obtained, cs29 separated during opening of the trocar, after firing had been completed. Without an anvil to confirm that staples were missing on the anterior side, there is insufficient information to draw a conclusion. Lack of enough epoxy between the sleeve and the proximal joint contributed to the separation of cs29. (See scanned pages).

Event description:
Sigmoid colectomy procedure. Cs29 dlu was fired and received "firing complete" message from pc. Device sounded and acted normally. Upon removal of dlu to inspect tissue cut rings, the cartridge broke and separated. It appeared, that the posterior side staple line developed fully without any staples on the anterior side. Pt had to be opened, requiring intervention, and manual sutures were placed to complete the case without further incident.